Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent injuries") in a female patient who had essure (batch no. 50701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. In (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2017, the patient experienced migraine ("migraines"), dizziness ("dizziness"), vision blurred ("blurred vision") and muscle spasms ("lower back spasms"). On an unknown date, the patient experienced mental disorder ("psychological condition"). The patient was treated with ibuprofen, diclofenac, naproxen, sumatriptan and surgery (laparoscopic-assisted bilateral partial salpingectomy and lysis of adhesions). At the time of the report, the pelvic pain and migraine was resolving and the dizziness, vision blurred, muscle spasms and mental disorder outcome was unknown. The reporter considered dizziness, mental disorder, migraine, muscle spasms, pelvic pain and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event severe and permanent injuries was replaced with new events- severe and persistent pelvic pain, migraines, dizziness, blurred vision, psychological condition and lower back spasms. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 50701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. In (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2017, the patient experienced migraine ("migraines"), dizziness ("dizziness"), vision blurred ("blurred vision") and muscle spasms ("lower back spasms"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and mental disorder ("psychological condition"). The patient was treated with diclofenac, ibuprofen, naproxen, sumatriptan and surgery (laparoscopic-assisted bilateral partial salpingectomy and lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dizziness, vision blurred, muscle spasms and mental disorder outcome was unknown and the pelvic pain and migraine was resolving. The reporter considered device dislocation, dizziness, mental disorder, migraine, muscle spasms, pelvic pain and vision blurred to be related to essure. The reporter commented: discrepancy noted in dates of insertion- (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 50701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. In (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2017, the patient experienced migraine ("migraines"), dizziness ("dizziness"), vision blurred ("blurred vision") and muscle spasms ("lower back spasms"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and mental disorder ("psychological condition"). The patient was treated with diclofenac, ibuprofen, naproxen, sumatriptan and surgery (laparoscopic-assisted bilateral partial salpingectomy and lysis of adhesions). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, dizziness, vision blurred, muscle spasms and mental disorder outcome was unknown and the pelvic pain and migraine was resolving. The reporter considered device dislocation, dizziness, mental disorder, migraine, muscle spasms, pelvic pain and vision blurred to be related to essure. The reporter commented: discrepancy noted in dates of insertion- (B)(6)2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: event 'device migration ' was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure (batch no. 50701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. In (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2017, the patient experienced migraine ("migraines"), dizziness ("dizziness"), vision blurred ("blurred vision") and muscle spasms ("lower back spasms"). On an unknown date, the patient experienced mental disorder ("psychological condition"). The patient was treated with ibuprofen, diclofenac, naproxen, sumatriptan and surgery (laparoscopic-assisted bilateral partial salpingectomy and lysis of adhesions). Essure was removed on 22-feb-2018. At the time of the report, the pelvic pain and migraine was resolving and the dizziness, vision blurred, muscle spasms and mental disorder outcome was unknown. The reporter considered dizziness, mental disorder, migraine, muscle spasms, pelvic pain and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 50701927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. In (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2017, the patient experienced migraine ("migraines"), dizziness ("dizziness"), vision blurred ("blurred vision") and muscle spasms ("lower back spasms"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and mental disorder ("psychological condition"). The patient was treated with diclofenac, ibuprofen, naproxen, sumatriptan and surgery (laparoscopic-assisted bilateral partial salpingectomy and lysis of adhesions). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dizziness, vision blurred, muscle spasms and mental disorder outcome was unknown and the pelvic pain and migraine was resolving. The reporter considered device dislocation, dizziness, mental disorder, migraine, muscle spasms, pelvic pain and vision blurred to be related to essure. The reporter commented: discrepancy noted in dates of insertion- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: event 'device migration ' was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.